Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Fluctuations and changes in impedance were noted on some channels during in situ testing. The recipient has no spoken language due to a neuromuscular disorder and apraxia. Mother and clinic both report though he had been hearing quite well with the device. The recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Fluctuations and changes in impedance were noted on some basal channels during in situ testing. The user has no spoken language due to neuromuscular disorder and apraxia. Mother and clinic report though he had been hearing quite well with the device.